Manufacturer narrative:
B4, b5, g5 update: on (B)(6) 2019, the customer alleged that the breakage was housed inside the z-tube. There have been no similar events for this product family reported by viant that led to death or serious injury. Thus, this complaint event is considered non-reportable and subsequent medwatch 3500a emdr will not be submitted based on the information for this reported event.

Event description:
It was reported during an unknown patient procedure that the offset reamer handle broke, where the reamer attaches to the reamer handle, while reaming. It broke into two pieces. No adverse events nor patient consequence were reported as a result of the malfunction. On (B)(6) 2019, the customer alleged that the breakage was housed inside the z-tube. There have been no similar events for this product family reported by viant that led to death or serious injury.

Manufacturer narrative:
The complaint sample was not received by viant for evaluation and the reported event is non-verifiable. The applicable device history records (dhrs) were not reviewed as the lot number is unknown. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly and a follow-up medwatch 3500a emdr will be submitted. Reported by distributor, depuy orthopaedics. Lot number is unknown, thus the device manufacturing date is unknown as well.

Event description:
It was reported during an unknown patient procedure that the offset reamer handle broke, where the reamer attaches to the reamer handle, while reaming. It broke into two pieces. No adverse events nor patient consequence were reported as a result of the malfunction.